Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds. The field representative thinks that this ra lead was intact but has moved. Further, an x-ray was planned. Additional information was received from the field indicating that the suspected cause of the high threshold was dislodgement. However, since the patient only paced in the atrium it was decided to leave the lead alone. This ra lead remains in service. No adverse patient effects reported.